Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse confirmed the reported issue of an error 23062 with universal surgical manipulator (usm) 4. To correct the problem, usm4 was replaced. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the replaced usm for evaluation; however, investigation has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when evaluation has been completed. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. Verification via rfe logs confirms the occurrence of the error fault a procedure on the reported event date of (B)(6) 2022 using system (B)(4) matching the documented event details. This complaint is being reported based on the following conclusion: the customer converted to laparoscopic procedure after the start of the procedure due to persistent error fault resulting to a non-functioning usm arm. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the system displayed an error 23062 on universal surgical manipulator (usm) 4. The technical support engineer (tse) reviewed the logs and confirmed the error 23062 (pointing to 3 phase motor did not respond as expected due to an inconsistency in measured current, voltage, and speed based on the internal simulation of the motor). The customer also mentioned the input discs did not spin. A power cycle with emergency power off button did not resolve the issue. The operating room team decided to convert to laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the functionality of the system was checked when the system was switched on. Nothing abnormal was observed. The system initially powered on without error. The surgical staff did not observe any external influences interfering with the movement of the system / universal surgical manipulator 4. The operation was converted to laparoscopic surgery because 4 usm arms were needed. The laparoscopic surgery was performed successfully without harm to the patient. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was only able to report that the patient was a 34 years old weighing 60kg.

Manufacturer narrative:
D14 - intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) 4 associated with this complaint and completed investigations. Failure analysis (fa) investigations confirmed the reported error 23062, however, the issue was not replicated. When tested on an in-house system, usm4 passed normal mode. Remote fe logged errors 23062 on axis 3. During inspection on insertion axis, fa found no discrepancies. Performed cold pack test on link2 (acm) for one hour and retested the unit on the system, error 23062 was not triggered. The unit went through testing on pf and passed all required tests. Acm printed circuit assembly, insertion stator & insertion brake will be replace as a precaution.

Event description:
Refer to h10/h11 for follow-up information.